Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (endoleak). (Lack of information, cause of event is unknown).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a fusiform 58 mm in diameter and 130 mm in length thoracic aortic aneurysm. The proximal neck was 34 mm in diameter. The distal neck is 34 mm in diameter. The common iliac artery was moderately calcified. The distal neck had mild thrombus and mild calcification. It was reported that during the index procedure it was confirmed that there was a type I endoleak on the proximal side of the (B)(4). The endoleak was not treated. The patient was monitored by the physician. Four months later it appeared that the endoleak had resolved. Relationship to the product and procedure is unknown. No clinical sequelae were reported and the patient¿s condition is unknown.